Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that since around (B)(6) 2015, the time/date have not been correctly maintained when battery is removed from the pump for less than 24 hours. Time/date revert to factory default settings. The patient has a blood glucose of 500 mg/dl with unspecified ketones and drowsiness. The time/date issue is not being reported as it is not likely to cause an adverse event since the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia.